Manufacturer narrative:
Title: progrip self-gripping mesh in rives-stoppa repair: are there any differences in outcomes versus a retromuscular polypropylene mesh fixed with sutures? A "case series" study source: international journal of surgery case reports volume 34, 2017, pages 60-64, https://doi.org/10.1016/j.ijscr.2017.03.012. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, a study about a comparative non-randomized trial to analyze outcomes in patients between june 2014 and june 2015 with incisional hernia treated with a self-gripping polyester mesh in 25 patients without additional fixation, compared to polypropylene mesh fixed with sutures in 25 patients using the rives-stoppa technique. In the self-gripping polyester mesh group, the postoperative complication was seroma in 2 (8.0%) patients, which was treated with percutaneous punction in one case, and with conservative management in the other patient.